Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, a visual inspection was performed on retention samples, with no issues noted. Functional testing was performed on the retained samples with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of buretrol sol. Admin. Sets experienced "air in line". It was further reported that the air could not be removed upward as it was stuck inside the line. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.